Manufacturer narrative:
Logfile review the complete day shows no error or warning messages. No abnormalities or deviations can be identified by the logfile review. Clinical application specialist (cas) review indicates the treatment report for the left eye depicts opaque bubble layer (obl) formation close to the hinge. A possible cause of the obl formation could be the length of the canal that could have been extended further at the end of the applanation. Difficulties lifting the flap might be related to the obl formation. During the onsite visit by the field service engineer (fse) identified an issue with the laptop, related to the loss of view issue. The loss of view has no influence on the cutting process, as the physician can monitor the eye through the microscope. Neither at the on site visit prior to the date of event, nor after the date of event did the fse identify any abnormality which might have caused or contributed to incomplete side cut issue. To the current knowledge, there is no indication for a product problem which (might have) caused or contributed to the reported event of incomplete side cut. The root cause could not be identified conclusively. Without sample the root cause could not be determined conclusively. Most possible root cause for the loss of view could be a faulty laptop. According to the review of cas, the root cause of the incomplete side cut is potentially a too short canal set by the user. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A doctor reported loss of view and incomplete flap during a bilateral lasik flap creation. The device camera vision disappeared during the surgery of the left eye. The vision appeared in the screen after removing patient interface (pi). When the patient was moved for ablation, it was noticed that there were incomplete side cuts of the flap. The surgeon was able to lift the flap for ablation treatment. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.